Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported, the catheter was being placed into the left basilic vein of a (B)(6) male patient, (B)(6). With a malignant neoplasma of bone in bone marrow, copd, and coronary artery disease in the intensive care unit. The catheter was inserted and the clinician obtained a blue bulls eye. Post insertion a chest x-ray was ordered and revealed that the catheter was in the ventricle. As a result, they ordered the catheter be pulled back 5cm. They do not know if this caused a delay in treatment and there was no patient death or complications reported.